Event description:
Customer reported an iris potentiometer error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the collimator connections on the backplane. System operates as intended.